Event description:
A high reading issue with the adc device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on another adc device. The customer experienced "sweating and very soft" and was assisted by a non-health provider with juice, biscuits, and nutella for treatment. No further treatment was required. There was no report of death or permanent impairment associated with this event. A sensor result of 120 mg/ dl was compared to an adc device reading of 38 mg/ dl, and the results, when plotted on a parkes grid, fell into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination).inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs(device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the adc device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on another adc device. The customer experienced "sweating and very soft" and was assisted by a non-health provider with juice, biscuits, and nutella for treatment. No further treatment was required. There was no report of death or permanent impairment associated with this event. A sensor result of 120 mg/ dl was compared to an adc device reading of 38 mg/ dl, and the results, when plotted on a parkes grid, fell into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.